Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The sram card was replaced. The sys was tested and is operating as intended.

Event description:
The customer reported that the 9600 sys failed to boot up. No pt injury was reported.